Event description:
It was reported "failure to unwrap. Part of the distal tip not inflating. Phenomenon visualized on fluoroscopy". The user was notified of associated risks of leaving in an iab cathter with the reported issue. The md decided to leave the iab catheter in place due to the patient having "severe tortuosity". No patient injury or consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the reported complaint that "failure to unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "failure to unwrap. Part of the distal tip not inflating. Phenomenon visualized on fluoroscopy". The user was notified of associated risks of leaving in an iab cathter with the reported issue. The md decided to leave the iab catheter in place due to the patient having "severe tortuosity". No patient injury or consequence reported.